Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the scope is connected and connector section is impacted, image noise occurs, intermittent symptoms. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source to the service center for a separate issue. During the device analysis the service repair technician indicates that a connector section is impacted, intermittent symptoms of image noise occur was found. It was determined that the screw needed to be replaced. There was no patient involvement.